Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/08/2017 with the following findings: a review of the black box showed power on reset events. The battery compartment was cracked at the threads to the left side of the grip pad down to the seal. The threads on the battery cpa were stripped and were unable to fit. The intermittent power issue was duplicated during the investigation. The test cap was able to fit for testing. The pump was run for 24 hours and no further power losses occurred. Unrelated to the original complaint, the display was dim with letters having a red hue.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery cap was unable to be tightened, the yellow o-ring was visible, the battery compartment was cracked, and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.